Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. Reported event of guidewire tip detached exposing the corewire tip. A visual analysis of the returned device revealed that the distal tip was partially detached. The complaint was not confirmed. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on(B)(6) 2014. According to the complainant, during the procedure, there was difficulty in passing the cre balloon over the guidewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results reveal on (B)(6) 2014 that the guidewire tip was partially detached.